Event description:
A literature abstract presented at a 2002 meeting describes the results of a randomized controlled trial involving lma-proseal airways. Two cases of airway obstruction were reported. These cases of airway obstruction presented with difficult ventilation and decreased oxygen saturation. Both cases were treated by replacing the lma-proseal with an endotracheal tube. No other measures were taken and there were no sequelae.